Manufacturer narrative:
Further information was requested, but not yet available.

Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and device was explanted. Further information was requested, but not yet available.

Event description:
New information received noted patient did not experience any consequences due to the electronics performance indicator.